Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 83 mg/dl, 320 mg/dl, and 228 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle freedom blood glucose monitor (B)(4) and test strips with lot number 0705203. All results were within the range specification and no errors or other issues were observed during control solution testing. The glucose result of 228 mg/dl that the customer reported and a result of 328 mg/dl (similar to what was reported) were identified in the meter internal log. The result of 83 mg/dl as reported by the customer was identified in the meter internal log, however, it was obtained an hour earlier than the previous two results.